Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump time was intermittently incorrect, cause was unknown. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.